Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. A review of the provided image was performed and the following additional information was provided: the image shows a fenestrated bipolar forceps with a broken main tube, which lead to a dislodged proximal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps tweezers got stuck inside the patient. The tip had to be broken off to remove the tweezers. A fragment fell into the patient and was retrieved during the same procedure.